Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer.

Event description:
The customer stated the touch screen stays dark on this vent when starting the unit up. There was no patient involvement as this issue was found during pre-test.